Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed on-site. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a l2-s1 lami/spinal fusion procedure, the tracker on the imaging system was not visible to the navigation system in the tracking view. The navigation system did not have issues tracking he patient reference frame. The representative re-positioned the camera and tested a new network cable without resolve. The imaging system (both mobile view station (mvs) and image acquisition system (ias)) were rebooted. After the reboot, the imaging system tracker was visible in the navigation system tracking view. There was a reported delay to the procedure of 10 minutes due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.